Event description:
Olympus was reported that the ptfe pad became distorted and partially detached. The subject device was immediately replaced and the procedure continued as planned without further incident.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad partially separated from the metal part of the grasping section. It did not fall off. There was a contact mark (changing of color) of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by activating output with grasping and twisting tissue, the probe and grasping section became contacting each other. The ptfe pad deformed by the friction heat between the probe and grasping section. As a result of the deformation of the ptfe pad, the ptfe pad was partially detached from the metal part of the grasping section. The instructions manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.